Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
Would not reverse knife. It was reported that during the rectal mass excision surgery, the knife could not return back after returned a little. Removed the device with trocar. No additional information can be provided.